Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn. Evaluation revealed the up and ok keypad buttons were intermittently responsive. Contamination was found under all key contacts. Investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue and display issue. This report is made based on results of investigation completed on (B)(4) 2014.